Event description:
4:30 am: pt on continuous venovenous hemofiltration (has been for quite some time.) Prisma pump alarmed for "incorrect dialysate weight" twice. Then rang for "dialysate bag empty" when bag was 3/4 full. Rn reports that blood returned to patient without incident. (Rn did not remove pump from service at this time, but changed plasma tubing.) Then at 14:30 and 16:40, effluent pod failed self tests approximately every 2 hours. Effluent pod repositioning procedure was completed and the self-test passed. At 16:40, the self test failed 3 times. The effluent pod was repositioned, however the prisma continued to fail the self test and at this time was removed from service. Biomed replaced front seals and green bulb. The scales were calibrated, pressures were verified, wet test performed and passed. Pump returned to service.